Manufacturer narrative:
Section b2, b5, d4 and h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported ¿zaps¿ from the driveline could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. Further, the evaluation of the submitted x-rays confirmed misalignment of the inflow conduit; however, a specific cause for this finding could not be conclusively determined. The submitted system controller log file contains data from 27mar2019 01:59:06 am through 26apr2019 10:41:24 am. Power ranged between 4.2 and 5.5 w, estimated flow ranged between 3.5 and 5.6 lpm, and average pi ranged between 3.0 and 6.6. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. No unusual events were noted in the data. Visual inspection of the submitted x-rays revealed that the inlet tube appeared to be misaligned with the inlet elbow. A duration for which the inflow conduit was misaligned could not be conclusively determined through this evaluation. In addition, no low flow events were observed in the submitted system controller log files to indicate that this misalignment contributed to a flow issue. The patient remains ongoing on vad-15422 and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was at home not doing anything of significance or consequence when the "zaps" were felt. The heath care professionals believed the "zaps" were due to static electricity from the patient's house being very dry. The patient reportedly also has an implantable cardioverter defibrillator (ICD). The patient was watched for 24 hours in house then was sent home.

Manufacturer narrative:
Approximate age of device ¿ 4 years 6 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had complaints of feeling intermittent "zaps" from the driveline on the skin. There was also a small tear in the black battery cable that was leaking small amounts of green fluid, which was the original reason that patient was brought in for. The log file analysis showed that there were no unusual events captured and all power cable disconnect events appeared appropriate. It appeared to not be any type of driveline issue, since there were no low speed or pump stop events. The x-ray images of the driveline were sent and reviewed by tech services. Per tech services, the second image showed some shield disruption right at the bend relief. However, given the fact that there had been no pump stop events, it had not developed into a short-to-shield. Additionally, there was a controller exchange that went well. The patient was doing well with no further complaints after the exchange.